Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields and final investigation results. Updated fields: d9, h2, h3, h4, h6, h11 the device was returned for evaluation and the customer's allegation was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no problem detected. Olympus will continue to monitor the performance of this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
Related patient identifier: (B)(4). The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during laser lithotripsy procedure today, the patient was on operating room (or) table, prepped and draped appropriately, all laser precautions were in place. The circulating nurse (rn) noticed smoke and flash of green light by patients draped left leg, she alerted other or staff immediately. The staff moved wet towel already on fiber wire to the area the smoke was observed while circulating rn put the laser on standby. Staff then cut the drape with scissors to assess the patients skin integrity and found a 9 mm white/grey burn site to the patients left inner thigh area and irrigated the area with sterile water. The laser fiber was inspected by staff and found that the laser fiber wire appeared to be split in two pieces toward the middle. The laser fiber and laser system had been activated for approximately 20 minutes prior to noticing the malfunction. There were no reports of patient or user harm. Report 1 of 2.